Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the left ventricular lead could not advance in the target vessel at implant due to variation of the blood vessel. The lead was not used and another lead was positioned in the right place. No patient complications were reported as a result of this event.